Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and the reported single leaflet device attachment (slda) and unchanged mitral regurgitation (mr) appear to be due to patient anatomy. It is likely that the patient anatomy contributed to the reported slda and unchanged mr, as it was described as having huge calcification on complete annulus and thin and morbid leaflets. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as the clip detached from one leaflet, while remaining attached to another leaflet. It was reported that the patient presented with mixed mitral regurgitation grade 3, with large calcification of the complete mitral annulus, and thin, morbid leaflets. One mitraclip successfully grasped the anterior 2 (a2) and posterior 2 (p2) leaflets. After removing the lock line, the clip detached from the posterior leaflet, while remaining attached to the anterior leaflet (single leaflet device attachment-slda). Per physician, the slda might be de to anatomy. No treatment is planned. No additional information provided regarding this issue.